Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a blood control feature that would not work. The following information was provided by the initial reporter: material no.: (B)(4). Batch no.: 0169672 I just received another complaint on and they said the blood poured out of it.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a blood control feature that would not work. The following information was provided by the initial reporter: material no.: 382523; batch no.: 0169672 I just received another complaint on, and they said the blood poured out of it.